Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4242230. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. , additionally, a photo of the affected device was received for evaluation. The image displayed the unit leaking from the bottom of the adapter. The reported nonconformance has been confirmed. This type of defect may occur during the manufacturing process. Specifically, during the assembly of the secondary septum in the canister, it is possible for the septum to be improperly seated or damaged due to machine misalignment. Such conditions may result in leakage during use. Equipment design features are in place to ensure proper orientation and alignment of components to mitigate the occurrence of this issue. To prevent future occurrences of this event, our engineers have notified the appropriate manufacturing personnel of this event.

Event description:
No additional infromation.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. The following information was provided by the initial reporter: closed IV catheter system 18g piv inserted in patient arm. Apon successful flash blood began to leak out of the end of the catheter where the needle is removed from. Due to this IV was removed and an additional piv was inserted using a different IV lot number.